Manufacturer narrative:
(B)(4) multiple MDR's were reported for this event. Please also see associated event: 0001825034-2018-01710. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient had recurrent dislocations that required a closed reduction. Further revision has been indicated. No further information has been made available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. The event will be reported on 0001822565-2018-01842.